Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, before use, the cardiosave intra-aortic balloon pump (iabp) had a code 4 error. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the period of an evaluation, it was reported that "blood" was drawn into the device and the "pneumatic module assembly line" was filled with blood which has been observed. Actually, the materials have been ordered for fault detection. But the malfunction was repaired again with the help of materials which will be determined. After 15 days, the device's "code4" was being addressed. The device was examined and the pneumatic module assembly, drive manifold assembly, and it was determined that the "helium fill manifold assembly" was defective. Therefore only these materials need to be changed. The device is in this state which is not suitable for use. There was no patient involvement. No injury or harm was reported. H3 other text : repair service not completed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the period of an evaluation, the device's code4 error was intervened. The device was examined, and it determined that the pneumatic module assembly, drive manifold assembly, and helium fill manifold assembly were defective. These materials need to be changed. Fse replaced the helium fill manifold, drive manifold, and pneumatic module assembly in the device. The device was tested, and the tests were successful. The device was operated by connecting the test trainer and catheter to it. The device is suitable for clinical use. There was no patient involvement and no injury harm.